Event description:
It was reported that during a normal battery depletion device change-out, calcification was found on the right ventricular (rv) lead. When the lead was plugged into the new device, shock lead impedances (sli) in the triad configuration, were greater than 200 ohms. In the rv to can configuration the sli was 71 ohms. The lead was removed and reinserted multiple times with same result. The lead was ultimately programmed rv coil to can, as this was the best configuration. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.